Manufacturer narrative:
A ge service rep performed an onsite investigation. The card contacts on the video controller pcb assembly were repaired and the interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No pt serious injury or death was reported related to this event.